Event description:
The customer reported that the insulin pump had low suspend alarm. Customer's blood glucose was 151 mg/dl. Customer stated that she kept receiving threshold suspend all night on the insulin pump. Customer stated that the sensor glucose was 60 mg/dl at that time. Troubleshooting was done. Explained to customer the alarm and the differences between sensor glucose versus blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).